Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. The 2.50x16mm taxus liberte drug-eluting stent delivery system was advanced to the lesion. Upon dilatation, the balloon ruptured at 8 atmospheres. The physician was able to bring the balloon back up to 4 atmospheres and deploy the stent in the mid lad. The procedure was completed with this device without pt complications. The pt's current condition is listed as "fine". Several attempts to receive additional information were made but no information was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.